Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: in regard to the questions in the attached email, there was no harm caused to the patient. There was a small 15-minute delay when swapping over the machines, but this did not affect the patient's outcome. I unfortunately do not have any details about the patient; however, I do not believe that they have any relevance to the fault with the robotic system.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical prostatectomy radical without lymphadenectomy procedure, the customer informed the technical support engineer (tse) that they were experiencing a c-34 error on the vio integrated electrosurgical unit (erbe) that was preventing the monopolar coag function from working during clinical use. The tse enquired if there are any other esu's or CT scanners in the close proximity that could cause interference and the caller confirmed no, it was a normal dv setup. The tse enquired if the current clinical procedure can be completed without the monopolar coag function and the surgeon said no. The customer had an additional dv system sk6929 that was software p11b compatible, the robotic team would then swap the complete vision side cart (vsc) to complete the procedure. Via live logs on artemis, the tse could view that the vsc swap was successful. Sk5345 erbe was down and will require a replacement the procedure was completed as planned with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed and was confirmed as having occurred in the field since during power-on test c-34 error was seen. Upon visual inspection no issues were found that would be related to the reported event. The unit will be returned to the original equipment manufacturer for additional analysis. The probable root cause could be attributed to faulty electrical components inside the erbe generator throwing error c-34. This error indicates a lower voltage than expected during energy activation. This error can be resolved through troubleshooting or replacement of the generator.